Manufacturer narrative:
Concomitant medical products: product ID: e tlw1620c93ej, serial/lot #: (B)(4), ubd: 02-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 74 mm abdominal aortic aneurysm. It was reported that the left stent graft limb could not be deployed properly during the index procedure. It was removed and replaced with a different size stent graft limb. It was reported that this stent graft limb deployed with no issues and implanted successfully. The same issue was reported for the right stent graft limb. It was also removed without being implanted and replaced with a different stent graft limb. It was reported this stent graft limb was deployed without any issues and implanted successfully. The physician reported the cause of the event to be anatomy related and that the stent graft cover could not be withdrawn as intended. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.